Event description:
It was reported that during patient transfer to a bed the device tipped over and hit patients' head. As a consequence of the event patient sustained a laceration on head requiring firs aid measures. The customer occupation therapist stated that it is possible that caregiver has been pulling sharply on the sling but this was speculation as she did not witness the event.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Collecting of the information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
It was reported that during patient transfer to a bed, the maxi 500 device tipped over and hit the caregiver¿s head. As a consequence of the event, the caregiver sustained a head injury and was taken to the hospital where he received first aid measures. The occupational therapist (from the customer) stated that the caregivers may have been pulling sharply on the sling strap. This statement was not confirmed as it was speculation of the occupational therapist who did not witness the event. An arjo technician performed a device evaluation. It was confirmed that no device malfunction was found. The arjo representative tried to obtain additional information regarding event circumstances. On 07-september, the facility care manager stated that the hoist tipping forward due to the loose cables trailing from under the bed frame. After the event, the customer tidied up the cables and lifted off the ground. Please note that arjo lifts fulfill the iso 10535 requirements of being stable with the safe working load weight (swl) in the most adverse position. As required per iso 10535 a stability test was performed during the design phase for the maxi 500 device that proves that the device passed iso 10535 requirements. The factor of stability inherent to the design of the device at the time of use was not considered a contributing factor to the event. Also, the instruction for use for maxi 500 device (001.20815) contains information: ¿never attempt to push or pull a loaded lift under a floor obstruction which the castors are unable to ride over easily, including steps, door thresholds, or moving sidewalk." During the interview, the customer admitted that the use error might lead to a device tipping issue. The cables under the bed, which obstructed the lift castors during use, might cause that the lift stability was disrupted and, as a consequence caused the device tipping. Looking at the incident scenario it has been established that a passive floor lift was used for patient handling at the time of the event. The device was reported to tip and in this regard, the floor lift did not meet its performance specification. The complaint was decided to be reportable due to the allegation that the device tipped over during patient transfer.